Manufacturer narrative:
On 14 april 2016 it was prepared a final report with the information already submitted in the initial report. On 25 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 27 january 2016 and includes: this was an infection case, and the pathogen was "(B)(6)". Batch review performed on (B)(6) 2016. Lot 152100: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient's hip has been draining since the primary surgery. On (B)(6) 2016 the surgeon decided to swap the patient's liner and head (non-medacta product). The surgery was completed successfully. The explant will not be returned. There are no x-rays available.